Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was noted that the battery goes dead quite frequently because it goes off and the patient had to charge it at least once a week. Additional information from the consumer on (B)(6) 2017 reported that the patient carried around their implantable neurostimulator recharger (insr) because they had to charge so often. The patient also used their insr to turn on/off the implant so they rarely used the patient programmer. It was reported that the patient saw the patient programmer batteries low message but was able to bypass it and sync with the implantable neurostimulator (ins). The patient was currently on group a. The patient programmer showed ¿eligibility cannot be determined¿ when they tried to look at MRI eligibility with the patient programmer. No further complications were reported.